Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water from the foley catheter could not be drained out. Only about 3ml of water could be drained. Syringe made by medicon used for drainage.

Event description:
It was reported that during pretest, sterile water from the foley catheter could not be drained out. Only about 3ml of water could be drained. Syringe made by medicon used for drainage.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no leaks observed. Balloon concentricity 60:40 within specification. With the syringe attached the balloon passively deflated in 1 minute and 16 seconds with no issues. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirmed the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.